Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board was reseated and the table rails were lubricated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported that the 2600 system table had an error message and would not move. No pt injury was reported.